Event description:
On 07/29/2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure for a conversion of a primary reverse total shoulder, for the relief of pain secondary to severe rotator cuff arthropathy and an irreparable rotator cuff tear, to anatomic hemi-shoulder replacement when insufficient glenoid bone stock was encountered intraoperatively after the humeral stem had been implanted. The date of this procedure was not provided. The healthcare professional (hcp) reported loosening of the humeral component (confirmed radiographically) due to loss of fixation or instability of the univers revers cuff arthropathy (ca) head system due to fracture or damage to the surrounding bone. The hcp mentioned that the complications were probably not related to the device. The hcp also reported that the complications did not require any additional treatment. The date of the fracture or damage to the surrounding bone was not provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a patient-specific event.